Event description:
It was reported that the insulin pump alarmed motor error and after rewind and customer got check setting alarm. Troubleshooting was done. Customer's blood glucose was 133 mg/dl. It was found in the alarm history that the insulin pump alarmed motor position encoder error. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.